Manufacturer narrative:
H1: (B)(6). E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the device was returned to olympus for evaluation and the customer's allegation was confirmed. Evaluation also found the light guide bundle was fractured and the insertion tube was dented. A root cause could not be identified. Based on the results of the investigation, it is likely that the dark image was caused by the fractured light guide bundle. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during cleaning and disinfecting, the subject device had a dark image, fractured light guide bundle and a dent on the insertion tube. There was no patient involvement.